Manufacturer narrative:
Pump received with detached end cap, minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the back of the pump came off during priming. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.